Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that high capture threshold was noted on the right ventricular (rv) lead. Additionally, prior to the procedure thrombolization was suspected on both the right atrial (ra) and rv lead. During the procedure, fluoroscopy was performed, and the physician was unable to determine if clots were present on the leads. The physician elected to explant the ra and rv lead. The patient condition was stable.